Manufacturer narrative:
The main component of the system. Other relevant devices are: enlw1613c120ee, sn (B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. Severe tortuosity was noted in both the left and right iliac arteries. It was reported that the patient expired approximately six years and six months post implant. The investigator assessed the cause to be unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.